Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose reading of 24 mg/dl. The customer stated that prior to the event, the insulin pump shot out insulin in a stream during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.